Event description:
During percutaneous coronary intervention, as the stent was introduced down the right coronary artery to be placed in affected area, the stent detached from the stent balloon without being deployed. Patient remained hemodynamically stable while multiple images were taken to find the undeployed detached stent in the heart and rest of the body. Post procedure, patient underwent stat echo and was admitted for observation. The retained stent was unable to be located. The patient did not develop any signs/symptoms of injury.